Event description:
It was reported that the customer had normal blood glucose levels of 102 mg/dl. The customer reported a motor error from the insulin pump. The customer reported that the insulin pump might have been exposed to magnetic resonance imaging. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump failed displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked case on display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.